Manufacturer narrative:
One device was returned for evaluation. Functional and visual testing were performed. The customer's reported problem was confirmed. The root cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was air leakage. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.